Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, scratched display window cover, cracked keypad at select button, keypad overlay texture damage, faded end cap address label, scratched around casing, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had damage on ring of reservoir box customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.